Manufacturer narrative:
Average age of patients in the article was 71.8. Implant dates ranged from may 2017 to september 2018. (B)(4). Of the 46 eyes in the article, 22 were right and 24 were left. Kee, ae ra, et al. ¿comparison of efficacy and safety of xen45 implant versus trabeculectomy in asian eyes.¿ journal of glaucoma, vol. Publish ahead of print, 2021, pp 1-25. Crossref, doi:10.1097/ijg.0000000000001954. Request for further information has been made. Allergan has received no response from the authors. Reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. These are known potential adverse events addressed in the product labeling.

Event description:
The article "comparison of efficacy and safety of xen45 implant versus trabeculectomy in asian eyes" noted adverse events in patients with the xen®45 gts including 1 patient experienced anterior chamber bleeding intraoperatively; 9 xen eyes needed to undergo bleb massage through the course of the study postoperatively and 38 eyes needed to undergo bleb interventions. In the xen eyes, it was noted 47.8% of patients did not have complete success, and required more eye drops to manage iop including 1 patient experienced hyphema postoperatively, 3 patients required stent "readjustment," 10 patients in the xen group were considered to be a surgical failure due to suboptimal iop control, of which 10 required another glaucoma operation, and 3 patients experienced shallow anterior chamber postoperatively in which 2 of these patients required anterior chamber reformation.